Manufacturer narrative:
H6: investigation summary: this complaint is for false positive cpo results with escherichia coli and proteus mirabilis when using phoenix panel nmic-305 (449294) batch 1046475. The customer provided lab report results for investigation however, did not return isolates or panels. To investigate, four retention panels from the complaint batch were tested using in-house isolates of pseudomonas aeruginosa (17925) and escherichia coli (18187) as well as qc isolates of pseudomonas aeruginosa (a27853) and escherichia coli (a25922) were tested using a phoenix m50 instrument and evaluated for ambler classification as well cpo results. Both panels tested using qc isolates yielded a result of cpo negative. The other two panels tested with in house isolates yielded a result of class b for pseudomonas aeruginosa (17925) and class a for escherichia coli (a25922). Since all results were satisfactory during investigation, this complaint is not confirmed. It is to be noted in regards to proteus mirabilis reporting as a carbapenemase producer, that a software fix to the cpo detect test is included in the pud 6.91 release that would have prevented a false positive cpo result from being generated. A review of quality notifications revealed no quality notifications for the complaint batch.   A review of complaints revealed one additional complaint for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
It was reported that while using panel phoenix nmic-305 3 false positive results were obtained by the laboratory personnel. A state lab test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Event description:
It was reported that while using panel phoenix nmic-305 3 false positive results were obtained by the laboratory personnel. A state lab test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positive cpo. ¿ customer problem: false positive cpo. ¿ steps taken with customer/troubleshooting: customer has had 3 isolates that were false positive for cpo. 1 isolate was e. Coli, and there were 2 isolated of proteus that were false positive. Isolates were sent to state lab, were they were determined to not be cpo. Isolates are not available for return. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The bd phoenix nmic-305 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k181665, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k123404, k020322, k132674, k173523, k063486, k023858, k031699, k060447, k132909, k042932